Manufacturer narrative:
Multiple attempts were made to contact the complainant by email on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020 in order to obtain further information on the well being of the patient; however, the complainant has remained unresponsive. No further information has been received to suggest that a serious injury was associated with this incident.

Manufacturer narrative:
It was alleged that a patient had a reaction to the product spark advanced aligners. There was no additional information provided if the patient has fully recovered. A follow up will be done once additional information is given.

Event description:
The patient has an angioedema diagnosis and has swelling in her mouth when wearing the spark aligners.